Event description:
Reporter indicated that patient fell in 2001 and hit the device. Since then,the patient is experiencing pain at the generator site and has had an increase in seizures. Physician can communicate with the device. Lead test resulted in impedance with normal limits. In two months, it was reported that the patient was running a fever of 102 temprature. Antibiotics were prescribed. The patient is a dialysis patient and physician was unsure whether the infection was related to the vns or the dialysis shunt. Device was explanted 9 days later.